Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-03964. It was reported that lead migration issue as observed on both leads due to an unknown issue. Patient experienced pain patterns relating to the lead migration issue. Leads were repositioned successfully on (B)(6) 2019 and effective therapy was established. The implantable pulse generator was electively explanted during the surgery as well. Patient was stable.